Event description:
It was reported that this patient received inappropriate shocks due to a change morphology and atrial fibrillation oversensing. The patient was seen at the clinic to change the sensing vector, and it was noted that having smartpass off resulted in the least amount of oversensing, and low amplitude signals were seen in the primary vector. The field representative noted that the alternate vector could be the only option for this patient, otherwise the patient would be at high risk for inappropriate shocks. Additional information noted that the device was reprogrammed to the alternate vector with smartpass on. Ts reviewed the data from the troubleshooting that took place and noted that the alternate vector programmed must be considered an experimental vector as appropriate sensing without a saved template at wide morphology can not be guaranteed. The patient continues to be at risk for inappropriate shock therapy. This device remains implanted. No adverse patient effects were reported.